Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: straube f, dorwarth u, hartl s, bunz b, wankerl m, ebersberger u, hoffmann e. ¿outcome of paroxysmal atrial fibrillation ablation with the cryoballoon using two different application times: the 4- versus 3-min protocol.¿ j interv card electrophysiol. Doi 10.1007/s10840-015-0084-3. (B)(4).

Event description:
Straube f, dorwarth u, hartl s, bunz b, wankerl m, ebersberger u, hoffmann e. ¿outcome of paroxysmal atrial fibrillation ablation with the cryoballoon using two different application times: the 4- versus 3-min protocol.¿ j interv card electrophysiol. Doi 10.1007/s10840-015-0084-3. The literature publication reported the following patient complication: one (1) patient experienced pericardial effusion. No further patient complications have been reported as a result of this event.